Event description:
Rptr had implants for augmentation at age 29 (9/78). Symptoms began 6 mos later: encapsulation, fatigue/exhaustion, frequent infections, ruptured right implant, migration of right implant, hair loss, early menopause (38 yrs), burning sensation left kidney area, burning sensation left side mid-back, balance off, numbness, tingling, pain, weakness in arms, hands, legs and feet pressure, odd fuzzy feeling in head, headache, squeezing pressure in left eye, weakness, at times rptr uses the completely wrong word that makes absolutely no sense (this happens when writing as well as speaking), allergies to most antibiotics and reactions to other medications, sleeping disorder, dry feeling eyes, nose and throat, tight feeling in skin under eyes, twitching under eyes, tingling sensation in lips, loss of sexual desire, painful enlarged joints, soft tissue swelling, foot and toe cramps, blotchy rash on abdomen, shaking feeling inside chest-abdomen area, irritable bowel syndrome, rectal bleeding, swollen glands, drenching night sweats, chills, sore throat, feeling of throat closing, hand nodules, difficulty concentrating, forgetfulness, memory loss, tip-of-the-tongue forgetfulness, word loss, depression, nausea, painful, swollen breasts, hot feeling in breasts, loss of nipple sensation, pain under arm, infection under fingernails, loss of toe nails, reaction to cleaning products and chemicals, mouth sores, vision problems and nipple discharge. On 12/15/92 implants were removed. Right implant was ruptured and there was a silicone spill during surgery. Three wks since surgery and rptr feels much much worse. All symptoms are more pronounced and the exhaustion is incredible.